Event description:
It was reported that the device had delivered an error message indicating possible high voltage circuit damage. An episode of vt showed that the patient had received a shock with low impedance. Session record indicated that an over current detection had occurred. The artifact was seen on the rv lead. The device then went into backup mode after testing the device during dft testing. The lead was capped and ICD was explanted.

Manufacturer narrative:
Na